Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level ranged from 300 to over 400 mg/dl with a moderate to large level of ketones. Insulin injections were used to address the bg level. The contact performed a system check and the pump and infusion set tubing were functioning as expected. The cannula was examined and no damage was noted. The cartridge on the pump was changed and insulin was observed to be exiting the tubing.